Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, a sealing issue was noted on the vessel sealer extend instrument. The customer stated: "human error stapler attempt to be removed while attach to tissue". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who indicated that there was no further information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a sealing issue, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi reviewed the site¿s complaint history and found patient identifier 619372 as a related complaint (the sureform stapler 60 that was attached to tissue in the same procedure). This complaint is being reported conservatively due to unclear information provided by the customer: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.